Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Review of complaint history identified no additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant products: unknown blade, part# ni, lot# ni, unknown driver, part# ni, lot# ni, unknown plate, part# ni, lot# ni. Report source: foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a neuro surgery, a screw fractured during insertion. The head of the screw was discarded and the body of the screw remains in the patient's bone. As a result of the fracture, a longer plate was used to ensure retention. No consequences or impact to the patient. It was reported that no further information is available.